Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was interrogated and found to be in a safety/fallback mode. The patient received radiation therapy treatments. The local guidant representative attempted to restore the device functionality with the restoration software, without success. In addition, there were no tones with magnet application and vvi pacing could not be confirmed.